Event description:
A vaelo tl trial was used in surgery and the distal trial end of the instrument seperated from the main proximal shaft. This piece was then retrieved and removed. There was no harm nor injury to the patient reported. From the images provided of the instrument, it is speculated that the trial could have broken at the welded junction of the parts. This cannot be confirmed as the lot number was not provided for verification of manufacturing. No additional details regarding surgical procedure, patient anatomy, nor disc preparation and trial steps were provided. No root cause can be deduced except that there was a unknown force modality (shear, torsion, beding, etc) applied by the surgeon exceeded the strength of cross section. Based on this information, the cause of this incident is indeterminate but can be speculated that the force applied to the instrument exceeded the strength of the potentially welded section, causing the instrument tip to seperate from the proximal shaft.